Event description:
The surgeon reported that during cataract surgery with attempted implantation of the I-stent in the patient's left eye, the visualization became compromised and no stent was implanted. Additional information was later obtained indicating that postoperatively, the patient presented with persistent hyphema with elevation of intraocular pressure (iop). Hyphema and iop elevation resolved after 2 weeks.

Manufacturer narrative:
The stent was discarded by the customer and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Hyphema and elevated iop are listed in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference #: (B)(4).